Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis of the lead found no anomalies. However, the distal electrode was covered with blood. Visual analysis indicated that the lead was damaged at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) lead had no capture at maximum outputs. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.